Event description:
Description of event according to initial reporter: customer used a thoracic component in abdominal aorta (not in IFU condition). It was certainly done in emergency, but I don¿t have more detail yet. The device is a zdeg-p-22-79-pf and was implanted 6 months ago. There is an endoleak type 1a on the 6 months CT scan control.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p180001. (B)(4). Investigation is still in progress.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: a patient with unknown gender and unknown age underwent an emergency operation in which a zdeg-p-22-79-pf (complaint device) was used in abdominal aorta (not in IFU condition). There is an endoleak type 1a on the 6 months CT scan control. Patient outcome is unknown. No product was returned and no imaging was provided. No further information regarding questions were provided. Review of the device history record gave no indication of the device being produced out of specification. Based on the provided and limited information it has not been possible to establish the cause of an endoleak, even though IFU states that endoleak is a known adverse event. Furthermore it is mentioned in patient event that "abdominal aorta not in IFU condition". It has not been possible to clarify this but use outside IFU could have contributed to the event. Cook will reopen the complaint if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.